Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited increased threshold measurements and impedance measurements greater than 2500 ohms. According to the daily measurements the out of range impedance measurements had been occurring for approximately two months. The lead was surgically abandoned and a new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.